Event description:
This procedure was performed in another country. Sma (superior mesenteric artery) x 2. Ninety percent proximal - stented using 8 x 37 50% distal, the 2nd stent got caught on medical struts of 1st stent and then dislodged off balloon. Retrieval using gooseneck snare without incident.